Event description:
Boston scientific crm received information that during the device implant procedure telemetry was lost during the ventricular fibrillation (vf) low induction test and the test could not be stopped until the programmer was repositioned and telemetry was restored. The vf low only lasted for approximately two seconds after trying to end the test. The vf low did not induce vf. The field representative later reported that there was an issue with telemetry dropout during interrogations with this programmer. No adverse patient effects have been reported.

Manufacturer narrative:
The programmer has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated. The programmer passed all incoming tests. Radiofrequency and wanded interrogation tests were both passed twenty times. Analysis concluded that the programmer operated within specification.